Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the ac power cord reel and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Type of investigation not yet determined at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. The contact details of the initial reporter in is a getinge employee who's contact details differ from that of the event site. A contacts at the event site were provided as follows: (B)(6).

Event description:
It was reported that an educational training performed by a getinge clinical specialist (cs), it was observed that the plug for the cardiosave intra-aortic balloon pump (iabp) was damaged. The cs notified the customer's biomed and was told that the customer would contact service for repair. There was no patient involvement, and no adverse event reported.